Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (iol), model zxr00 19.5 diopter, was explanted and exchanged for a different lens because the ocular response analyzer(ora) recommended a different lens. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/24/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information received reported that the patient was a (B)(6) year old male with date of birth (B)(6). Also, that the ocular response analyzer (ora) chose a different diopter for the patient and that the patient was having visual issues that interfered with regular activities. Additionally, the operative eye was the right, the implant date was (B)(6) 2017, and the explant date was (B)(6) 2017. There was no incision enlargement, vitrectomy, or suture done. There was no post-operative patient injury. The lens was replaced with the same model, but lower diopter of 18.5. The surgeon was a dr. (B)(6). No additional information was provided. Age/date of birth: (B)(6). Gender/sex: male. If implanted, give date: (B)(6) 2017. Initial reporter name: dr. (B)(6). Health professional: yes. Occupation: physician. Initial reporter also sent report to FDA: unknown. All pertinent information available to abbott medical optics has been submitted.